Event description:
Information was received from a patient regarding an external device. The patient reported that one of the inss turned off overnight, and the recharger app indicated that one ins battery was charged to 30%, and the other was 60%. The patient tried to turn the ins back on this morning, but the communicator was not working properly. The patient stated that the communicator battery indicator kept flashing orange even after letting it charge for 2 hours, and they kept getting the 'communicator not found' error message. The patient confirmed the communicator battery indicator began to flash green when they connected the charging cable, but it flashed orange after disconnecting the charging cable. The patient confirmed bluetooth and location were turned on. Agent had the patient reset the communicator, but the issue persisted. Agent had the patient power the handset/communicator off/on and try again, but the issue persisted. The communicator battery indicator continued flashing orange and they kept getting the 'communicator not found' error message. The issue was not resolved. An email was sent to the repair department to replace the communicator. The patient said they will call their managing hcp's office to see if they can assist with turning the ins back on.

Manufacturer narrative:
Continuation of d10: product ID b35300 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type implantable neurosti mulator product ID tm91d0 lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.